Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient developed a sudden blood clot during a superdimension enb procedure. The blood clot occluded right mainstem bronchus causing transient difficulty with ventilation. 1 cc of lidocaine with epinephrine was administered and the clot cleared. If additional information pertinent to the incident is obtained a follow-up report will be submitted.